Manufacturer narrative:
Patients pump exchange due to the suspected occlusion and aortic insufficiency was documented in: 2916596-2022-12818. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the newly implanted patient was not able to increase flow despite a high speed of 6400. The patient had a right ventricular assist device (rvad) implanted and was reportedly on multiple pressors. It was later reported that the clinical team had concern for a possible partial occlusion. Left ventricular assist device (lvad) flows were not responding to increase of flows despite adequate rvad flows. A possible pump exchange was planned due to the suspected occlusion and aortic insufficiency. On 05aug2022, the patient entered the operating room (or) on extracorporeal membrane oxygenation (ECMO) secondary to lactate rise and inability to unload via lvad. Once in the or, a sternotomy was performed with visualization of outflow graft (ofg) and bend relief removed, both intact and without obstruction. Tissue and trabeculae were noted near the inflow core. The surgeon cleared/cleaned out the debris and tissue causing the obstruction but decided to change out lvad. The patient transitioned from bypass to lvad and the lvad flows improved. The inflow cannula pointed towards the atrioventricular (av). With the blood pressure drop, the left ventricle (lv) preload decreased and inflow made contact with septum causing ventricular tachycardia (vt) requiring cardioversion. Positioning of inflow improved with cutting more into pleural space. The pump was sent back for analysis. It was later communicated that the lactate rise was due to low perfusion. Additionally, it was reported that the patient had end organ failure in the setting for poor perfusion. The patient's head computerized tomography (CT) scan came back negative. The plan of care for the patient was reported to be palliative care.

Manufacturer narrative:
Section h6: health effect - clinical code: multiple organ dysfunction syndrome. Manufacturer's investigation conclusion: a direct correlation between the device and the reported events could not be conclusively established through this evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), is currently available. Section 1, "introduction," lists cardiac arrhythmia, various types of organ failure, and death as adverse events which may be associated with the use of heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section h6: health effect - clinical code: multiple organ dysfunction syndrome. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away on (B)(6) 2022. The patient's family elected to withdraw care.